Manufacturer narrative:
This report is associated with argus (B)(4), biotene original oral rinse.

Event description:
His wife has now passed away [unknown cause of death]. Case description: this case was reported by a consumer and described the occurrence of unknown cause of death in a female patient who received glucose oxidase (biotene original oral rinse (savannah)) mouth wash (batch number unk, expiry date unknown) for product used for unknown indication. Concurrent medical conditions included cancer. On an unknown date, the patient started biotene original oral rinse (savannah) at an unknown dose and frequency. On an unknown date, an unknown time after starting biotene original oral rinse (savannah), the patient experienced unknown cause of death (serious criteria death and gsk medically significant). On an unknown date, the outcome of the unknown cause of death was fatal. The reported cause of death was unknown cause of death. It was unknown if the reporter considered the unknown cause of death to be related to biotene original oral rinse (savannah). Additional details: as per monitor adverse event was missed. The consumer stated his wife had cancer and had started to use the product but she died. No further information was gathered or asked about this event.